Event description:
It was reported that the insulin pump alarmed button error, and several button error alarms were also found in the device's alarm history. The customer's blood glucose was 16 mmol/l. The caller stated that the insulin pump had been worn in the bra but was unsure whether the buttons had been facing in or out. The caller was advised that the insulin pump may have been exposed to moisture as a result. The caller was also advised to face the insulin pump out of the body when wearing the device in the bra. The caller was advised to replace the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
No button error alarm was noted. However, the pump had intermittent button response due to moisture damage on the keypad traces. The pump was received with minor scratches on the display window, cracked battery tube threads, and a cracked reservoir tube lip.